Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while transporting a patient (age & gender unknown), the device intermittently displayed an unknown pacer fault message and "defib fault 72" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.